Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches on the case and minor body fluid contamination in the lead barrels. The header was observed to be firmly attached to the device casing. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise. The noise was oversensed resulting in inappropriate anti-tachycardia pacing (atp) and multiple shocks. The noise was able to be reproduced with manipulation of the device header. The local field representative contacted boston scientific technical services (ts) and inquired about advisory status of the device. Ts discussed that this device is included in the (B)(6) 2009 subpectoral implant 2009 advisory population. The local field representative indicated that the device was not implanted subpectoral. An invasive procedure was performed. The pocket was opened and a fracture was observed in the lead. Noise was produced when the lead was manipulated near the fracture and also near the device header. A header issue was unable to be ruled out. No additional adverse patient effects were reported.

Manufacturer narrative:
The device and lead were successfully explanted and replaced. The device has been received for analysis. This report will be updated upon completion of analysis.